Event description:
It was reported to philips that flexvision pc disk tray damaged; os reinstalled on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision pc disk tray and reinstalled the os. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).